Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm and also reported stuck button alarm. Customer's blood glucose level was 303 mg/dl. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm, not able to rewind the insulin pump. Customer stated they was unsure if they pressed a button down for 3 minutes or longer. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 43 noted. However, device received with corroded motor home switch.